Event description:
On 10/12/1998, the distributor's sales rep informed the MFR's customer svc rep of the following: the product lot numbers 14584 and 14601 had labeling problems. It appears that the label on the top of the boxes/packaging read "plastic dual port" and the label on the end panel of the boxes/packaging read "titanium port." The product description and contents on the top of the box correctly identifies the product. Since the device body is visible through the clear package, and it is obvious to the user that the device is plastic, the devices in question will not be returned to the MFR for rework of the end panel label. No further details were provided.